Event description:
Per affiliate: the customer was hospitalized for high bgs and low bgs once. It was reported when the customer had high bgs the pump delivered large doses of insulin and did not receive a no delivery alarm. However, the device had a low battery alarm with new batteries.